Manufacturer narrative:
Inspected three randomly sealed reservoirs. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoirs passed per specifications. No leakage anomalies were observed during analysis. Checked o-rings for defects and none were found. Reservoirs connected and locked in place properly.

Event description:
The customer reported that insulin from the reservoir was leaking. The customer also mentioned that the insulin was coming out from under the p-cap, near the rubber septum while pushing the plunger manually. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.